Manufacturer narrative:
(B)(4). A fully constrained wallflex "biliaryfully" covered rmv stent and delivery system were returned for analysis. The stent was received fully covered by the outer sheath. Visual examination of the returned device found the outer sheath was detached/ broken at the outer diameter: proximal exterior tube- endoscope interface (proximal end of the gas section). The blue outer sheath was kinked at 4 inches from the gas section. The inner member was also kinked at the gas section. Functional evaluation revealed that it was not possible to deploy the stent using the delivery system as received; however, the stent was deployed by gripping the outer sheath and pulling the tip distally. No other issues were identified to the stent and delivery system. The damages noted with the returned device were consistent with the application of excessive force during use. Taking all available information into consideration, the investigation concluded that the observed failures and the reported event were likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A search of the complaint database confirmed that no other similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a wallflex biliary fully covered rmv stent was to be used during an endoscopic retrograde cholangiopancreatography with biliary stent placement procedure performed on an unknown date. According to the complainant, during stent deployment, a "clicking" sound was heard and the stent did not deploy. The stent was removed from the patient fully covered by the outer sheath. The procedure was completed with a different device. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the outer sheath was detached/ broken at the outer diameter: proximal exterior tube- endoscope interface (proximal end of the gas section).